Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 02/06/2017 that on (B)(6) 2017, there was intermittent audio output from the g5 mobile application. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.